Event description:
It was reported that multiple intermittent occlusion alarms occurred there was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. To resolve their issue, the customer completed the fill tubing step to ensure drops were at the end of the tubing and resumed insulin delivery.